Event description:
It was reported that after the iab was inserted, a leak was found. As a result, the iab was removed. A 2nd iab was not inserted. Additional information states that the doctor continued with a different treatment option. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number (B)(6) reported by the customer does not match the serial number on the returned sample. The serial number of the returned sample is (B)(6). The lot number (B)(6) reported does not match the lot number for the returned sample. The lot number for the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 19.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and two leaks were immediately noticeable from the bladder membrane. Under microscopic inspection, the leak sites are consistent with contact from a sharp object and were noted at approximately 26.2cm and 26.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter was found leak" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object were found on the iabc bladder membrane, which caused the reported complaint and can cause blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the bladde .r leaks is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was inserted, a leak was found. As a result, the iab was removed. A 2nd iab was not inserted. Additional information states that the doctor continued with a different treatment option. No patient harm or injury. The patient status is reported as "fine".